Event description:
Information from clinical event summary report indicates that a patient who was implanted with elevate graft on (B) (6) 2008 has dyspareunia. A surgeon has planned to remove mesh. (B) (6) 2008 subject reported pain and discomfort - pelvic. On (B) (6) 2008, pain and discomfort continuing. On (B) (6) 2009, pain and discomfort continuing, medical action taken is pelvic physiotherapy. Additional information received in 8/24/09, indicated the patient's condition was treated and resolved with antibiotics.